Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.

Event description:
Mrs. (B)(6) at the hospital, reported that "during the impaction of the implant, white particles were coming from the device."